Manufacturer narrative:
The returned cable was evaluated. External visual inspection showed damage to the cable cover relief. The module failed functional testing. The cable had an intermittent connection and would lose power when the cable was twisted shaken or bent. X-ray inspection showed damage to the cable in the ch connector area. A service history record review reveals that this unit was in the field for over 5 months with no previous reported issues related to this reported event.

Event description:
The customer reported that moving the cable can cause intermittent connection. No patient impact or consequences were reported.